Manufacturer narrative:
Product complaint # (B)(4). Device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the total number of products involved in this event? Please provide the lot number.

Event description:
It was reported that an animal underwent a spaying & neutering procedure in 2022 and suture was used. During the procedure, it was reported by the customer that during a spaying procedure the sutures continued to rip even with a gentle tug. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.